Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9, h6 component code: g07002 reported condition not confirmed. H3 evaluation: product received for analysis. Retain sample of the same lot was checked visually and found within the specified criteria. During investigation of complaint sample it was found that one used sample of drain was received. System test was performed to check the suction process of drain sample. No discrepancy found in system test. Moreover no blockage found in the drain sample received. The device history records were reviewed, and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown orthopedic surgery on an unknown date and a reservoir was used. During surgery, suction could not be done. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and obtained. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. Please confirm if leakage was detected: no further information is available. Was another drain needed to correct the situation? No further information is available. If yes, was the new drain placed surgically during a second procedure? No further information is available. Could you please confirm the lot number? The possible lot number is j2026407. Device return status: the device has been received at (B)(6) and will be shipped. Please check rmao. No further information will be provided.